Manufacturer narrative:
A review of the device history record (DHR) was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported lost suction with two patient interfaces. Procedure was completed. Additional information has been requested. There are two related reports for this facility. This report addresses one patient interface and another manufactured report will be filed for the additional interface used.